Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni, osh. Reporter is a synthes employee. Part: 199721000. Lot: 258761. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on october 22, 2019. Visual inspection: verse correction key was received at us customer quality (cq). Upon visual inspection at cq, it is observed that external threads of the poly lock and rod lock are slightly stripped. Thus, the complaint can be confirmed. No other issues were observed with the returned device. Dimensional inspection: dimensional inspection of the received complaint device cannot be performed at cq due to post manufacturing damage. Documentation/ specification review: the following drawing(s) was reviewed; expedium verse dual lock assembly (manufactured and current). No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for verse correction key as the threads of the device got slightly stripped. While a definitive root cause could not be identified for the reported problem, it is possible that the threads of the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, a verse correction key was damaged. The procedure was completed with no delay. There were no patient consequences. Upon manufacturer receipt and investigation of the device, it was observed that external threads of the poly lock and rod lock are slightly stripped. This report is for a verse correction key. This is report 1 of 1 for (B)(4).